Event description:
The customer contacted stryker to report that their device did not power on when the lid is opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on when the lid is opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for evaluation. The pac was able to verify the reported issue through review of the software logs, but unable to duplicate. The investigation found the cause of the reported issue was due to an intermittently failing reed switch, sw5. Stryker archived this device and the customer received a replacement device.